Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon evaluation the monitor was resetting during pulse testing. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. There is no indication that the resets caused or contributed to any adverse event. The lifevest appears to have delivered one shock during vf. The patient was transferred to the hospital for evaluation. There is no indication of any adverse event that resulted from the event. The patient continued use of the lifevest. Belt (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event. The patient's wife reported that the 'seemed to be awake at the time of the alarms, but was not doing anything so was not quite awake'. The patient's family reportedly believed that the patient was treated and coverted by the device. The patient was taken to the hospital via ems. Review of the download data indicates that the patient entered vf at 20:13:02 on (B)(6) 2018. The device then reset at 20:14:45 following pulse delivery. The ECG data and device data immediately prior to the shock and after the shock is unavailable due to the reset. The available ECG data leading up to the reset indicates that the treatment was appropriate. There is no indication of any adverse event the resulted from the event. The patient continued use of the lifevest.